Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the device evaluation and updated investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The devices were returned for evaluation. Visual evaluation of the returned devices revealed the sheath shaft was kinked approximately 6 inches from the distal tip due to returned packaging. The delivery system balloon was noted to have burst both radially and longitudinally with no missing balloon material. The balloon spring appeared to be stretched. No other abnormalities were observed. The inflation balloon single wall thickness was measured along the edges of the burst location and all the measurements were found to be within the specification. There was also imagery provided for evaluation. A review of the imagery revealed there was calcification present in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed. The available information suggests that patient factors (calcification) likely contributed to the event as the imagery provided confirmed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Regarding the inability to withdraw the delivery system through the esheath+ that resulted in a surgical intervention being performed to remove the delivery system, this event was also confirmed. The available information suggests that procedural factors (withdrawal of a burst balloon) likely contributed to the event. The balloon burst may have altered its profile, making it more prone to catching on to the patient's vasculature, which could have led to the observed retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided and from the investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (type of investigation, investigation findings, investigation conclusions), h10 (related report number) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed there was calcification present in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was unable to be confirmed. The available information suggests calcification likely contributed to the event as the provided imagery shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the inability to withdraw the delivery system through the esheath+ that resulted in a surgical intervention being performed to remove the delivery system, this event was also unable to be confirmed. The available information suggests the withdrawal of a burst balloon likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the 29 mm commander delivery system balloon ruptured during valve deployment. The delivery system was unable to be removed from the patient. A cutdown was performed on the common femoral to remove the delivery system with balloon. The patient remained stable during the tavr procedure. Additional information was provided revealing there was no additional injury to the patient. It was believed that the balloon rupture was due to the calcification on the sinotubular junction (stj) that came into contact with the delivery system balloon and the difficulty removing the delivery system balloon was due to how the balloon had ruptured.